Event description:
The user facility reported that two s1e processors leaked, causing water to accumulate in the room where they were located and an adjacent room. No injuries were reported.

Manufacturer narrative:
A steris technician went on-site to inspect the processors but could not confirm the extent of the leak as the user facility personnel had already cleaned the area. The technician inspected the system 1e processors and found the hose clamps on the water lines were not properly tightened. The system 1e processors were repaired, tested, and placed it back into service; no further issues have been reported. The steris service technician received refresher training on the proper installation of hose clamps on (B)(4) 2011.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).